Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down, it was beeping with an alarm symbol on the display. No patient harm reported. Patient information has been requested.

Manufacturer narrative:
Patient harm was reported. The patient's oxygen saturation levels dropped to approximately 85%. The respiratory therapist gave the patient a breathing treatment, which returned the oxygen saturation level to an acceptable level. Patient information was requested; patient gender was provided. The motor controller board and the power management boards were returned to the manufacturer for failure investigation. Failure investigation determined there was a shorted capacitor on the motor controller board and that l2 had shorted on the power management board causing the reported device shut down. The device was removed from clinical use. The facility requested the manufacturer provide a replacement for this unit.

Event description:
The customer reported the device shut down, it was beeping with an alarm symbol on the display. Patient harm was reported. The patient's oxygen saturation levels dropped to approximately 85%.

Manufacturer narrative:
(B)(4).